Event description:
It was reported a patient underwent a kyphoplasty procedure on (B)(6) 2007. During the procedure, an expired inflatable bone tamp was used in the patient. There were no patient complications or adverse events reported. The patient's status is "good". No add'l info was reported.

Manufacturer narrative:
Method: device not returned, f/u with company rep. Product was from trunk stock.